Event description:
On (B)(6) 2015, the lay user/patient¿s relative (the reporter) contacted lifescan (lfs) USA, alleging that the test strips were missing from the patient¿s onetouch ultra test strip vial. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the reporter was unable to be reached by phone for additional information. The reporter stated that the missing test strips were discovered on (B)(6) 2015 at around 12:00pm. During the call recording, the reporter claimed the patient attempted to test his blood sugar with a new vial of strips but was unable to as the test strips were missing. The reporter stated that the patient manages his diabetes with self-adjusted insulin and claimed he did not make any changes to his usual diabetes management regimen due to the missing strips. During the call recording, the reporter claimed the patient developed ¿low blood sugar and had all the symptoms that come along with that¿ although it is unknown if the symptoms began before or after the alleged issue began. During the call recording, the reporter claimed the patient¿s blood glucose was getting low and was not able to be managed due to the alleged issue. The reporter claimed they had to assume the patient¿s blood glucose was low and treated the patient with glucose tablets. The reporter claimed no other blood glucose tests were performed on any other device. At the time of troubleshooting, the csr verified that the closure seal on the packaging was intact prior to opening. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of severe hypoglycemia. The alleged product issue could not be ruled out as a cause or contributor to the event.